Event description:
The facility reported a colleague infusion pump with a failure code of 550:320. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 550:320 was confirmed in the pump's event history by a baxter service technician. The root cause was assigned to low speaker voltage. The user interface module printed circuit board, rear inverter harness, rear harness, and volume potentiometer were replaced to correct this condition. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.